Event description:
The customer reported that the central nurse's station (cns) shut down and they don't know why.

Manufacturer narrative:
The customer reported that the cns shutdown and they don't know why. According to the customer, there were no errors or beeping coming from the cns tower. So far the cns is looking good. Technical service (ts) informed the customer that it could either be that the cns overheated or somebody turned it off by mistake. The customer will monitor the unit to see if it shutsdown again. There was no patient injury reported.nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.